Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) was interrogated and discovered to be in safety mode. The patient was brought back in for surgery and the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) was interrogated and discovered to be in safety mode. The patient was brought back in for surgery and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Memory review noted a class ii system fault for a memory double bit error. New firmware was downloaded into the memory and afterwards a programmer was able to identify the device. Upon completion of interrogation, safety mode was noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery and high voltage capacitors was removed from the circuit and connected to an external power source. After downloading firmware to the device memory, the device was noted to be in primary operation, but reverted back to safety mode. During testing, the device reverted back to safety mode multiple times. Analysis determined the digital ic is the only component that can issue double bit errors. These errors are recurring no matter what type of memory connections were performed. Analysis was able to confirm the allegation made against the device in the field.